Event description:
It was reported that there was an atrial lead warning for low impedance that occurred a year prior to check-up. It was thought that the patient had gall bladder surgery during the time of the low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.